Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self test. No external ram crc error alarm noted. Insulin pump alarmed unexpected restart after battery change, erased memory, reset anomaly due to faulty connector on interface board. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Broken solder joint on connector interface board.

Manufacturer narrative:
The insulin pump passed the self-test. The insulin pump had an unexpected restart alarm after battery change, erased memory; reset anomaly due to broken solder joint on interface board. No alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It is reported that a customer keeps losing the memory in their insulin pump even after inserting new batteries in the device. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.